Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material adhered to the auxiliary water channel/insertion section¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. Foreign material remained at the auxiliary water channel and insertion section since the reprocessing was not conducted completely due to occurrence of leakage from the a-rubber and distal end. The leakage point reported by the user was only at the distal end, and the leakage in a-rubber was detected in the repair process. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the findings in b5, evaluation found the following: the switch 1 (sw1) had a pinhole, the right/left knob (r/l knob), and the up/down knob (u/d knob) has discoloration, the switch box had a dent, the grip was shaved, air/water cylinder (a/w-cylinder) had no color, suction cylinder (s-cylinder) had no color, the scope connector case unit (sc-case unit) had a scratch, the plug unit was damaged, due to a pinhole on the a-rubber (ar) and a scratch on distal end the water tightness was lost, the plastic distal end cover (c-cover) had chip, the objective lens had a crack, light guide lens (lg) had a crack, and the connecting tube had a buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope has air discharge at the distal end. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: whitish foreign material resembling powder was found inside the jet tube and the connecting tube was found to have a brown foreign material after cleaning the tube with a wet compress, which is most likely traces that remains from previous procedures. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.